Manufacturer narrative:
H3, h6: clinical analysis was performed. In summary, the issue was not confirmed. Clarification was requested but not received, therefore, there was insufficient information to determine whether a guidance system anomaly contributed to the reported event. Previously reported codes, d15 and c20, are applicable as well as newly reported code, b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, a minimally invasive (mis) transforaminal lumbar interbody fusion (tlif) using CT-fluoro registration. It was reported that the left side k- wires were lateral by 1-2 millimeters (mm). It was noted that the entire left side k-wires were placed first. The right side k-wires were on target and were placed second. There was troubleshooting present. It was reported that that re-registering resolved the reported issue. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.

Manufacturer narrative:
H6) no parts have returned to the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.